Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose level. Customer¿s blood glucose level of 24 mmol/l. At the time of incidence. Customer declined to troubleshoot for high blood glucose. Customer reported that they had bent cannula and that was failed. Customer was treated with insulin pump and with insulin pen for high blood glucose level. Customer was not on auto mode during incidence as there were not using sensor. The insulin pump will not be returned for analysis.